Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at trying to clip the vessel, clips formed the wrong way and didn¿t close correctly. They used four devices with the same lot and same issue. There were no adverse consequences for the patient.

Event description:
Pt self tester reportedly experienced some bruising and was tested at her doctor's office. Protime system reported as 2.3 inr on (B)(6) 2009 and on (B)(6) 2009. Reference lab inr reported as 5 something. Pt therapeutic range reported as 3.14.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Device b and c batch # f9gx9x; mfg date: 6/22/2009; exp date: 5/20/2014. Non-functional lockout. Device c: returned empty. Device d batch # f9gu82. Instrument (a) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. Instrument (b) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. Additionally, the last clip lock out was non-functional, the device was disassembled and no anomalies were noted with the internal components. However, it could not be determined what may have caused the lockout failure. This finding is not related with the event reported. Instrument (c) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. Instrument (d) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.